Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, guided fluoroscopy demonstrated the filter was allegedly tilted and one of the filter legs extended beyond the wall of the ivc. The health care provider (hcp) was able to pull the filter leg back into the ivc. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation was inconclusive for the alleged filter tilt, perforation of the ivc wall, and difficulty removing the filter. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post deployment of a vena cava filter in an asymptomatic patient, guided fluoroscopy demonstrated the filter was allegedly tilted and one of the filter legs extended beyond the wall of the ivc. The health care provider used a snare device and a steerable sheath in an attempt to pull the limb back into the vessel and remove the filter, but was unsuccessful. The filter remains implanted. The patient was referred to another facility for filter removal. Patient status was unknown.